Event description:
This event is related to MDR number 3011632150-2022-00083. The patient was enrolled in the post-market observational mimics 3d USA registry study on (B)(6) 2021. The patient was treated with one biomimics 3d stent to treat a denovo lesion of the sfa distal third to the proximal popliteal in the right leg. The lesion was post-dilated with percutaneous transluminal angioplasty (pta). A contralateral approach was used. The patient had a duplex ultrasound (dus) taken on (B)(6) 2022 following hospitalisation due to gangrene on (B)(6) 2022. The dus showed the stents were widely patent but diminished ankle brachial index (abi). Restenosis/occlusion of the run off vessels were suspected to be the reason. A CT angiography (cta) taken showed a long occlusion of the sfa and proximal popliteal arteries. The event of gangrene was reported as possibly related to the device as the long occlusion identified included the treated segment. The patient was discharged on (B)(6) 2022 to a rehab facility and a follow-up plan involving vascular bypass surgery was planned. The subject suffered an acute stroke while in the rehab facility and passed away before the vascular surgery could be conducted.

Manufacturer narrative:
This is related to MDR number 3011632150-2022-00083. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformance's or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis/occlusion leading to intervention, vascular complications which may require surgical repair (conversion to open surgery) or endovascular intervention are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.